Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated: the UDI number is ¿ni¿ as the catalog number was not provided. Date of implant is estimated as (B)(6) 2019. The additional patient effect reported in the article are captured under a separate medwatch report. Attachment: article titled, "sex-specific difference in outcomes after transcatheter mitral valve repair with mitraclip implantation: a systematic review and meta-analysis.¿

Event description:
This is filed to report prolonged hospitalization, heart failure, cerebrovascular accident, hemorrhage, and pericardial effusion. It was reported in an article review that a comprehensive meta-analysis of studies were investigated related to differences between men and women in outcomes following mitraclip implantation. Outcomes included all-cause mortality and major complications at 30 days and one year of follow-up. Results. Six studies were analyzed. Additionally, the mitraclip maybe possibly related to the other clinical outcomes, such as: prolonged hospitalization, heart failure, cerebrovascular accident, hemorrhage, pericardial effusion. Gender disparity was not found in complications or prognosis of patients undergoing mitraclip implantation. This study suggests that gender should not be considered as a critical factor in the selection of patients as candidates for mitraclip implantation of concern during follow-up. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "sex-specific difference in outcomes after transcatheter mitral valve repair with mitraclip implantation: a systematic review and meta-analysis.¿ no additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. The lot history record review was not performed because no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. Based on available information, the cause of the reported heart failure, cerebrovascular accident, hemorrhage, pericardial effusion, and mitral regurgitation could not be determined. The reported patient effects of heart failure, cerebrovascular accident, hemorrhage, pericardial effusion and mitral regurgitation are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.